Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device gave a permanent signal. While being cleaned, the device tip broke away. A second like device was used to complete the procedure. There was no adverse pt consequence reported.